Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, it was realized that the distal tip of the balloon was detached inside the patient, when a foreign body showed up on imaging study. Reportedly, the detached tip was removed on a later date and was retrieved using another extractor pro rx retrieval balloon. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.